Event description:
It was reported the lead was replaced due to high thresholds and undersensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. It was reported the lead was replaced due to high thresholds and undersensing. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated undersensing high threshold.